Event description:
It was reported to boston scientific corporation in 2006 that an endovive safety peg kite pull method device was used during a peg insertion procedure the day prior. According to the complainant, "the braided wire on the end of the peg broke. The wire was just outside the pt [at the stoma site] when it broke." A forceps device (MFR unk) was used to hold the wire and complete the peg placement. No pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "ok".

Manufacturer narrative:
The device remains implanted in the pt. A device eval cannot be performed; therefore, the cause of the reported wire breakage is undetermined. A review of the device history record for the reported lot revealed no anomalies. The july 2008 initial g-tube - enteral feeding product family trending report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. A review of the complaint database revealed no addition complaints for this lot.